Event description:
At unknown date, doctor became aware of a broken pedicle screw inside patient. Implanted 2003. Doctor has reported that he is not doing a revision surgery. Patient is reported to be doing fine.